Event description:
The dr claims that during a femoral-popliteal procedure, while sewing the anastomosis, the graft developed a longitudinal tear. The dr then took a deeper suture bite of the graft and finished the anastomosis. After opening the clamps the end (anastomosis) of the graft tore out and spurted blood (exact quantity of blood lost from graft unk at this time). The dr removed the antage graft and successfully completed the procedure with a "new one" (type of graft unk at this time). There was no injury or complication to the pt. No add'l intervention was required. In 5/2005, co received the following add'l info: the exact name of the procedure is a left femoral-popliteal bypass. Approx 300ml of blood was lost through the graft's tear/anastomosis. The pt developed ischemia lasting 3.5 hrs due to the prolonged procedure time. The dr stated that such a procedure normally takes about 1.5 to 2 hrs. The procedure was successfully finished with another 8/40 vantage graft (batch 7276583). The pt is in good condition and is doing fine. A dr-12 (taper point, not cutting) needle was used for the suturing. The suture thread was a seralene 5/0 from seag wiessner.